Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased to 53 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient ingested 5 glucose tablets. Sugary foods and was provided with inpatient treatment at the ER.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device overdelivering insulin. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours. This is not a failure of the device but rather a safety feature of the device.